Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the power supply involved with this complaint and completed investigation. Failure analysis investigation was able to confirm the reported failure. The power supply was installed into the test system and it failed to power on.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received any part(s) for evaluation. Therefore the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted urology procedure, the system displayed a no battery message. The customer contacted intuitive surgical, inc. (Isi) technical support for assistance but the issue persisted. On july 12, 2017, isi obtained additional information about the complaint from the surgeon: the system was inspected before the procedure and was started normally. At the time of the reported issue, the patient was already administered anesthesia and surgical ports were placed. The patient was under anesthesia for about 2 hours before the surgeon made the decision to abort the planned procedure. The surgical ports were closed and the patient was woken up; however, the patient experienced nausea and vomiting for up to 24 hours afterwards. Although there was no report of serious injury or harm, the patient was reportedly given anti-nausea oral medication. The procedure has been rescheduled to be performed in two weeks. An isi field service engineer (fse) was dispatched to the site and replaced the patient side cart (psc) power supply to resolve the reported issue. The system was tested and verified as ready for use.